Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: the date of event is unknown. It was reported boston scientific corporation on december 11, 2008, that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, after placement of the button, limited contact between the external bolster and skin surface existed due to the small diameter of the gastrostomy. Approximately 1 to 2 hours later, the button was found to have dislodged, falling partway into the body and the feeding tube had detached from the button. The bolster was pulled up by hand and placed at body again. Procedure was successfully completed with the same one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."